Manufacturer narrative:
The training was performed despite contraindication (osteopenia). The adverse event happened 5 years ago.

Event description:
During the third training, (with body weight support of 70%), at 15 min of training, the patient referred pain to the left foot with impossibility to continue gait. The treatment was stopped and the patient was taken to her room. After the incident, the patient underwent x-ray showing osteopenia and a composed fracture (translated from italian "composta", that means "non-displaced") of calcaneus.